Manufacturer narrative:
Patient information not available for reporting. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial tfn implant procedure on (B)(6) 2018, the bolt (nub) on one (1) helical blade coupling screw broke and its shaft got stuck in the helical blade inserter, thus rendering the helical blade inserter useless. The surgeon was reportedly hammering the helical blade in, when the bolt on the helical blade connecting screw broke, i.e. The connecting screw broke cleanly in two (2) pieces and hence there were no fragments generated. The break caused the shaft of the helical blade connecting screw to be stuck in the helical blade. To uncouple the shaft, a screw removal set was used. The handle on the helical blade inserter had to be removed in order to uncouple the coupling screw. The bolt was stuck in the helical blade inserter, and could not be removed, thus rendering the helical blade inserter useless for future use. The surgery was completed by using the same devices, where the helical blade inserter was used without the handle. There was about five minutes of surgical delay reported. The surgery was reported to be successful after this and the patient was reported to be in stable condition. Concomitant devices reported: mallet (part number unknown, lot number unknown, quantity 1), tfn helical blade (part number unknown, lot number unknown, quantity 1), helical blade inserter (part 357.372, lot number 6662205, quantity 1). This report is for one (1) helical blade coupling screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part# 357.377, lot# 4910197. Manufacturing location: brandywine, release to warehouse date: jul 06, 2005. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. The returned instrument was examined and the complaint condition was able to be confirmed as the shaft was found to be broken flush with the cap. The proximal end of the cap shows significant witness marks consistent with impaction, some of which were consistent with off-axis hammer blows. No definitive root cause was able to be determined however the failure mode is typically associated with off-axis impaction. Relevant drawings for the returned instrument were examined. The outer diameter of device shaft adjacent to the fracture was measured to 6.12mm be which is within the specification of 6.1mm +/- 0.1. Measured using mitutoyo caliper. The complaint condition was unable to be replicated due to post-manufacturing damage. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and no material records reviews, non- conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: helical blade inserter (part 357.372, lot number 6662205, quantity 1) is no longer a concomitant part and is now an impacted part. Additional narrative: mfg. Date: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).